Manufacturer narrative:
(H3) pending evaluation.

Event description:
It was reported that during a surgery with a 69 y/o male patient, the tip of a reamer broke after hitting a retractor while reaming. Tip was immediately found and removed in whole. X ray was required to prove no parts remained in patient. Breakage caused a surgical delay/prolongation but the patient did not experience any adverse events as a result. Patient was last known to be in stable condition following the event. Unable to obtain images or x-rays. Product not returning: hospital disposed.